Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, serial: n/a, batch: 25625198. Product family: dbs-linear leads: upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7074854 and 7076151. Product family: dbs-extension: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7071078 and 7079369.

Event description:
It was reported that the patient experienced impaired healing at the left burr hole incision site. The patient underwent a procedure in which the physician irrigated and performed debridement of the left burr hole cover site and the left lead and lead extension connection site. The physician indicated that the patient had a facelift years ago which developed an infection in the scalp which required treatment. There were no signs of infection but the patient was prescribed antibiotics and will be seeing a plastic surgeon.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block h6 patient code: 3191: no code available is used as there is no corresponding FDA code for additional intervention or surgery.

Event description:
It was reported that the patient experienced impaired healing at the left burr hole incision site. The patient underwent a procedure in which the physician irrigated and performed debridement of the left burr hole cover site and the left lead and lead extension connection site. The physician indicated that the patient had a facelift years ago which developed an infection in the scalp which required treatment. There were no signs of infection but the patient was prescribed antibiotics and will be seeing a plastic surgeon. Additional information was received that the patient consulted with the plastic surgeon who confirmed that the reason for the impaired healing and infection was due to previous infections due to the face lift previously performed. The patient underwent an explant of the entire system. The devices were discarded by the facility and will not be returned for analysis.